Event description:
A journal article was received which contained information regarding implantable cardioverter defibrillators (ICD). Multiple patients and multiple models were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths. The status of the devices is unknown. The cause of death and device model/relatedness has been requested, but not received.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. The gender of the baseline characteristics is male and the baseline age is (B)(6). The date of death is purely an estimate, as there is no indication of specific serial number/patient information. Possible ICD models referenced in the article include: 7297, 7303, 7277, 7289, and c154dwk. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: decreased intrathoracic impedance associated with optivol alert can diagnose increased b-type natriuretic peptide. Circulation journal 2015; 79: 1315-22. (B)(4).